Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter needle had foreign matter on it. The following information was provided by the initial reporter, translated from dutch to english: "dirty needle"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2021. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and three photos. Upon visual inspection, it was found that black specks were embedded within the grip of the unit. The reported defect was confirmed. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup; however, one lot can sometimes take up to ten days to produce. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter needle had foreign matter on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "dirty needle".